Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported experiencing elevated blood glucose level and being hospitalized with dka; was treated with lantus and novorapid insulin, pump was removed. Caller stated he experienced several elevated blood glucose levels from 346 - 570 mg/dl; self-treated without success. Caller alleges there was clotted blood inside the infusion set catheter and the pump did not display an e-4 (occlusion) error message. Requested return of the alleged device for evaluation and replacement was sent.